Event description:
The customer reported the loss of the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb and image processor pcb were evaluated and replaced. The system was tested and found to be working as intended and put back into service.